Manufacturer narrative:
Multiple attempts have been made on 08apr2025, 22apr2025, and 01may2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a power speaker failure, and a 1102 "primary alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device. The customer called technical support to report that the device displayed a power speaker failure, and a 1102 "primary alarm failed" alarm error occurred. The remote service engineer (rse) informed the customer that the likely failure was with the speaker connected to the power management (pm) printed circuit board assembly (pcba). The rse also informed the customer of the recommended repair according to the service manual and provided the customer with the part number and price of the replacement speaker assembly for repair. This investigation is ongoing.